Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the filter bag could not be closed. A 190cm filterwire ez¿ was selected for a stenting of the carotid artery. During the procedure, when the filter bag was deployed it was noted that the coil tip of the filter bag was out of shape and could not be closed. The physician recaptured the filter bag in the retrieval sheath and pulled back the device to remove the device from the patient. The procedure was completed with another with same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Only the sheath slit was received, no anomalies or damages were noted, however it has residues inside, which is evidence of use. No other issue noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the filter bag could not be closed. A 190cm filterwire ez¿ was selected for a stenting of the carotid artery. During the procedure, when the filter bag was deployed it was noted that the coil tip of the filter bag was out of shape and could not be closed. The physician recaptured the filter bag in the retrieval sheath and pulled back the device to remove the device from the patient. The procedure was completed with another with same device. No patient complications reported and the patient's status was stable.